Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be lifting near the contrast key. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. During testing, all of the keypad buttons were found to be intermittently unresponsive and required multiple button presses to elicit a response. There was evidence of contamination found under all key contacts. Unrelated to the complaint, evaluation revealed a discolored/ faded display screen, which has no effect on insulin delivery function.

Event description:
The reporter contacted animas on (B)(6) 2013 and stated the keypad rubber was peeling and held down by tape. The reporter noted the buttons were intermittently responsive and was unsure whether the tactile changes or damage occurred first. There is no adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.